Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with missing segments/partial display and blank display. Unable to perform the sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found a cracked lcd glass, a crack on the u6 chip and moisture damage to the pcba 1, pcba 2 and force sensor. The sc1 cap locks properly into the reservoir compartment. [Per observation that the knit line near the belt clip plate is normal.] The following were noted during visual inspections: corroded battery tube, scratched case, stained keypad overlay and pillowing keypad overlay. Missing segments/partial display was confirmed due to cracked lcd glass. Blank display was confirmed during analysis due to a cracked u6 chip. Cosmetic damage was confirmed at the lcd window screen. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the pump screen. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and no harm requiring medical intervention was reported. Mmt-1885 was returned for analysis.